Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained. These positive results were not confirmed upon repeat testing with their confirmation method. No false positive results or patient impact was reported. (B)(4). The following information was provided by the initial reporter: "it was reported that several n2 positive results when using the bd max sars-cov-2 kit that were not confirmed when repeated."

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained. These positive results were not confirmed upon repeat testing with their confirmation method. No false positive results or patient impact was reported. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported that several n2 positive results when using the bd max sars-cov-2 kit that were not confirmed when repeated.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-20221. H6: investigation summary. The complaint investigation for discrepant results when using the bd sars-cov-2 reagents (ref. 44500301) lot 1306457 was performed by the review of manufacturing records, review of customer¿s data, returned material testing and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1306457 was manufactured according to specifications and met performance requirements. Customer reported multiple positive results (only n2 target), with the bd sars-cov-2 reagents lot 1306457, but were negative upon repeat. Customer provided fourteen run files as well as the database from instruments ct0615 and ct1745. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Manual pcr curve adjudication was conducted across the suspected positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Analysis of the pcr curves shows a late and low but true amplification for n2 target without anomaly. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The investigation also revealed that the result of the customer environmental monitoring (runs 1303 and 1304) had five samples that were n2 only positives and two of them were also rnasep positive. This could indicate an environmental contamination. Moreover, the investigation revealed that samples with n2 only target positive results were also obtained with other lots which suggests that the issue is not only related to lot 1306457. Lastly, the customer suspected that the lot was not stored at the appropriate temperature throughout the shipping route. Although temperature excursions cannot trigger false positive results, the investigation revealed that the temperature conditions were maintained throughout the entire shipping route. Two unopened kits (24 tests per kit) from bd sars-cov-2 reagents lot 1306457 were received for the investigation. The returned material was tested, and the result was as expected, without any anomaly. Based on the data and information provided, environmental target contamination is the most likely cause to explain the customer¿s positive results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 1306457. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.